Event description:
It was reported that the insulin pump did not alarm no delivery. It was also reported that customer was hospitalized for high blood glucose levels. Customer's blood glucose reading was 476 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed the self test, error test, off no power test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Further testing could not be performed due to the prime anomaly. The device was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.